Manufacturer narrative:
Tracking #.56871/symbiosis. D6: device returned with no lot ID. H6; broken inner blade. The analysis results confirmed that the instrument was returned with the inner blade broken. The broken blade was analyzed and we have identified an issue with the casting process and have contacted the supplier. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was using the dcs12 for coagulation. The tech wiped the debri off the tips of the device and realized that half of the blade was missing off the scissor. They were unsure if the blade of the device was inside the pt, performed three xrays and did not find anything within the pt. There was no consequence to the pt.